Event description:
It was reported that the patient experienced intermittent stimulation and that her "stimulation was very position sensitive." The patient stated that she "had discussed a revision with her physician, but was told that surgery may be risky due to scar tissue." It was noted that the patient wanted to turn down the stimulation on her device, but was not able to because she lost the programmer. The patient stated that her patient programmer and antenna was "missing for a week and she was unsure where she last saw it." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1995. Product type: extension: product ID 7434a, serial# (B)(4). Product type: programmer, patient: product ID 3586, serial# (B)(4), implanted: (B)(6) 1995. Product type: lead. (B)(4).